Event description:
It was reported that the female connector of a minicap extend life pd transfer set could not connect to the cassette; further described as "loose". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was further clarified that the female connector was deformed. Should additional relevant information become available, a supplemental report will be submitted.